Manufacturer narrative:
Reliability analysis evaluated (B)(4) opened/used reservoirs. The reservoirs, snap-cap and septum were all inspected for anomalies and there were none present. The occlusion test was performed per (B)(4) by filling the reservoir with diluent and connecting to a new infusion set. The reservoir and connector were installed into a 7 xx insulin pump. The manual prime was performed. The fluid flowed through the infusion set and out the catheter tip. This resulted in the conclusion that the reservoir was not occluded. (B)(4).

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and reservoir occlusion. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for no delivery was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the alarm was a recurring issue and remained unresolved. Customer was advised to change out their entire infusion set and reservoir. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.